Event description:
It was reported that before infusion using the catheter, a nurse found that the extension tubing was ruptured and suspected that this was caused by pulls by the agitated patient or by a quality problem with the catheter. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged groshong connector was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a 4fr s/l groshong nxt connector. The depicted device included the extension tubing and the two-piece connector joint. The extension tubing markings were partially worn. A complete break was observed at the distal end of the extension tubing. While tubing damage was evident in the submitted photograph, inspection of the photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include tensile damage and sharp instrument contact. A lot history review (lhr) of recx3682 showed three other similar product complaint(s) from this lot number.